Event description:
It was reported that when removing the access cannula from the patient that the needle snapped and broke. Medical intervention was required to attempt to retrieve the product however, the procedure was completed successfully and without surgical delay. Upon follow up, the physician confirmed that the needle had not yet been removed and that he would be seeking additional medical opinion prior to attempting to remove it again. Attempts for follow up will be made to obtain additional information.

Event description:
It was reported that when removing the access cannula from the patient that the needle snapped and broke. Medical intervention was required to attempt to retrieve the product however, the procedure was completed successfully and without surgical delay. Upon follow up, the physician confirmed that the needle had not yet been removed and that he would be seeking additional medical opinion prior to attempting to remove it again. Attempts for follow up will be made to obtain additional information.

Event description:
It was reported that when removing the access cannula from the patient that the needle snapped and broke. Medical intervention was required to attempt to retrieve the product however, the procedure was completed successfully and without surgical delay. Upon follow up, the physician confirmed that the needle had not yet been removed and that he would be seeking additional medical opinion prior to attempting to remove it again. Attempts for follow up will be made to obtain additional information.

Manufacturer narrative:
This supplemental report is being filed to correct field g6 "follow up report #". The previous report was incorrectly labeled as follow up report #3, when it should have been 2. This supplemental is being filed to correct this.

Event description:
It was reported that when removing the access cannula from the patient that the needle snapped and broke. Medical intervention was required to attempt to retrieve the product however, the procedure was completed successfully and without surgical delay. Upon follow up, the physician confirmed that the needle had not yet been removed and that he would be seeking additional medical opinion prior to attempting to remove it again. Attempts for follow up will be made to obtain additional information.